Event description:
It was reported to nova biomedical that a consumer went to the emergency room after receiving a 500 mg/dl result on her blood glucose meter at 7:00 am. At 11:00 am, the consumer went to the emergency room to have her blood glucose tested. The hosp personnel performed a glucose test getting a result of 87 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test, the test stirps for integrity before use as instructed in our directions for use. The consumer was educated on these direction for use at the time of call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.